Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing and was unable to properly communicate with an electrode belt.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing and was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a damaged y402 crystal oscillator on the computer/analog board. Additionally, the monitor's electrode belt connector was broken free from the monitor enclosure, partially unplugging connector j1001 from the ca board. The root cause for the damaged y402 crystal oscillator could not be positively identified. The root cause for the damaged connector was excessive force. The device is designed to meet iec 60601-1 mechanical requirements. No adverse event resulted from the damaged monitor.